Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and noted that there was insufficient de-ionized water washing the inside of both the reagent and sample probe. The fse replaced the degasser and made adjustments to the gear pump. The fse stated that the issue was most likely attributed to a blockage in the degasser leading to inadequate probe washing. The source of the blockage was not identified; however, instrument was restored to functionality upon replacement of the degasser.

Event description:
The customer reported obtaining erroneously high phosphate patient results from the au480 clinical chemistry analyzer. The customer stated that the au480 clinical chemistry analyzer generated a phosphate result of 4.16 mmol/l which was reported out of the laboratory. Subsequent repeat of the same sample on an alternate au5800 clinical chemistry analyzer generated a phosphate result of 1.35 mmol/l. There was no report of any change or affect to patient treatment in connection with this event. The customer collected a fresh sample from the same patient two (2) days following the event (10/29/2014) and the au480 clinical chemistry analyzer generated a phosphate result of 1.17 mmol/l. The customer did not provide any patient demographics information for this event. Beckman coulter requested data and reaction monitors from the customer but the customer was unable to provide any further information.